Event description:
It was reported that balloon rupture occurred. A 99% in-stent restenosis of a non bsc stent was located in the non calcified and moderately tortuous right superficial femoral artery. After a non bsc guide wire crossed the lesion, the 4mm x 2cm coyote es balloon catheter was advanced for dilation. Then the guide wire was exchanged to another non bsc guide wire and crossed the target lesion. The 6.0mm x 40mm, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 20 atmospheres on the first inflation. The procedure was completed using a 6mm x 40mm x 135cm mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a tear in the balloon material. The tear stretched from the proximal edge of the proximal markerband and it extended distally for a total length of 1.5cm. A microscopic examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 99% in-stent restenosis of a non bsc stent was located in the non calcified and moderately tortuous right superficial femoral artery. After a non bsc guide wire crossed the lesion, the 4mm x 2cm coyote es balloon catheter was advanced for dilation. Then the guide wire was exchanged to another non bsc guide wire and crossed the target lesion. The 6.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 20 atmospheres on the first inflation. The procedure was completed using a 6mm x 40mm x 135cm mustang¿ balloon catheter. No patient complications were reported and the patient's status is good.